Manufacturer narrative:
A two year historical review of similar complaints revealed no events involving lumenis fibers and patients having been injured due to fiber fragmentation in the patient's anatomy. To date lumenis is unaware of such events ever having been reported. A review of subject device risk management files ((B)(4)) revealed that fiber breaks inside the body is a recognized risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment. While the information received does not confirm that a serious injury had occurred, it is uncertain if the event would likely cause or contribute to a serious injury if the malfunction were to recur, therefore lumenis is reporting this malfunction in an abundance of caution. The complainant indicated that the devices have been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A user facility reported that during a ureteroscopy procedure in which a lumenis moses 200¿ fiber was being utilized, the fiber tip snapped of about ten minutes into lasing the stone. The fiber tip was retrieved and removed, and a new moses 200¿ fiber was used. After another 15 minutes of lasing the tip of the second fiber also snapped off. Again, the fiber tip was retrieved and removed, and an unspecified 365¿ fiber was used to complete the case. No report of patient injury was received, and the event did not cause or contribute to any change in the patient's condition. This report is for device #2 of 2.